Manufacturer narrative:
(B)(6). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. Device not yet returned.

Event description:
(B)(4). Tentative summarizing translation of initial reporter's narrative: filter cracked upon injection.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Tentative summarizing translation of initial reporter's narrative: filter cracked upon injection.